Manufacturer narrative:
(B)(4) a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available, still implanted.

Event description:
On 6/7/2016, dr. (B)(6) informed sales rep that he had a follow up visit with a previous fusion patient. Upon examining their xray, he discovered a screw had broken. The construct was a swift plus plate and screws with a mono bengal stackable cage implanted on (B)(6) 2015. Dr. (B)(6) stated that this was at least the 3rd set of imaging following surgery and the 1st evidence of breakage. He plans to leave the implants in for now and follow the patient longer than he normally would. Dr. (B)(6) is following the patient. At this time, no further treatment is planned.

Manufacturer narrative:
(B)(4). The single inner set screw (product code: 1797-02-000, lot number: arld0v) was returned to the complaints handling unit (chu). Damage reported in complaint does not match condition of returned device. The set screw¿s thread is torn near its base, with approximately one half of a rotation¿s worth of the thread separated from the body of the screw but still attached to adjoining sections of the thread. No other damage was found on the returned set screw. This damage may have occurred due to cross threading the set screw upon insertion. Tightening a set screw while it is cross threaded places an unexpectedly high amount of force on the threads of the set screw, resulting in them being damaged or torn. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The report of the set screw being damaged was confirmed via the returned sample. However, there is no evidence that it was damaged during shipping as it appears to have been damaged during a procedure. The root cause for the set screw¿s threads tearing cannot be determined from the sample and information provided. This damage may have occurred due to cross threading the set screw upon insertion. Tightening a set screw while it is cross threaded places an unexpectedly high amount of force on the threads of the set screw, resulting in them being damaged or torn. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.